Event description:
During a pacemaker replacement procedure, connection issues of the implanted leads to the subject device were reported. No click was heard when tightening the ventricular set-screw. Reportedly, the ventricular lead was unstable.

Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.